Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice device. The cause of death was not reported. It was not reported if the patient was hospitalized prior to the event of the death. It was not reported if the patient was performing pd therapy at the time they expired. It was not reported if an autopsy was performed. Additional information was requested, but reporter refused to provide any information.